Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting a message that said 'hi' and also that the subject meter would not power on. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). It is not known when the alleged issues began. The patient reported managing his diabetes with insulin (self adjuster). The patient reported administering his normal 5 units of insulin between 8-10 a.m. On (B)(6) 2012. The patient reported that he was able to test his blood glucose on his friend blood glucose device and obtain a result of '180 mg/dl' (time of test was not provided by the patient) and decided he did not need to administer himself insulin (according to a sliding scale). The patient informed the cca that his friends had told him that 'he was fainting and going unconscious,' although it was not specified how long after the alleged issue began that this occurred. The patient stated that on (B)(6) 2012 at 10 a.m. His blood glucose was tested on an emergency medical services (ems) meter and a blood glucose result of '60 mg/dl' was obtained. The patient mentioned that he was treated with a glucagon injection by an ems at the time that the '60 mg/dl' result was obtained and then he was transported to the hospital. At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time, that the batteries did not need to be replaced, that there was no known misuse to the subject device and that the patient was using the correct test strips. The alleged power issue remained unresolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly was ¿fainting and going unconscious,¿ needed to be treated by a hcp, and had a blood glucose result obtained indicative of a serious injury. In addition, the alleged issues were not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.